Event description:
The philips field service engineer reported that the primary alarm failed on a ventilator. When the alarm test fails for either speaker, alarms are enunciated during both the primary and back up audio devices. Patient involvement information is unknown but has been requested. No patient or user harm was reported. The device was evaluated by the fse who confirmed the reported issue. Multiple attempts were made to retrieve device repair or diagnostic information, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. Based on the information provided, the alleged device malfunction could not be confirmed. Based upon the information provided, root cause cannot be determined in the assessment of this complaint due to lack of further information furnished by the customer. Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. The complaint will be closed. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.